Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device use. It was also reported that there were open circuits noted on 19 electrodes. There are plans to explant the device; however, this has not occurred as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached.